Manufacturer narrative:
Concomitant medical products: d224trk crtd, implanted: (B)(6) 2011.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due sepsis and endocarditis. It was also reported that the the patient's blood tested positive for the presence of (B)(6), vegetation was found on the patient's valves, and possible candida was found on a right ventricular (rv) lead culture. The patient was treated with antibiotics and a temporary pacing system was implanted until the infection clears. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.